Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue was caused by drawer failure. A field service engineer replaced the module controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system, drawers were jammed and failed to open, which hindered user from issuing medication. The customer stated that there was no patient harm or delay in getting medication since customer was using another cabinet or pharmacy to get the medication for patients. There were no adverse events or injuries reported based on this event.